Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation included root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. No further information is expected. (B)(4).

Event description:
A materials manager reported that a glaucoma filtration device would not release during the procedure. A backup device was used to complete the procedure. There was no reported impact to the patient. No additional information is expected.